Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone which resulted in aseptic (non-infected) loosening of the tibial component. However, this cannot be confirmed because the component was not returned for evaluation. (D11) concomitant device(s): cemented finned tib. Tra sz 3f/3t (cn: 200-04-33, sn: (B)(6) no information provided in the following section(s): a2, a3, a4, a5, b6, and b7. The following section(s) have additional info; g4, g7, h1, h2, h3, h6 and h7.

Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products: cemented finned tib. Tra sz 3f/3t (cn: 200-04-33, sn: (B)(4)).

Event description:
Tibial tray and insert revised to stemmed tibial tray and crc insert. The devices will not be returned for evaluation due to hospital kept it.